Event description:
Ref import report #: (B)(4).

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefor resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The reported battery inoperable alarm was confirmed through review of the device logs. The investigation determined that the device fault was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).